Event description:
Customer has sent a complaint to our company stating that she had to be tested for sti's after using lifestyles ultra sensitive. According to her, she has developed a rash on the entire area that this condom had contact with. In addition to this, she has mentioned that her partner also has a rash at the base of his penis after using the same product, which went away in two days. Customer also states that her affected area has been itchy, with the presence of discharge that has lasted for four weeks. Her doctor prescribed cortisone cream to be applied over the area.

Manufacturer narrative:
(B)(4).